Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the tower door was encountered a failure. The customer reported that the malfunction caused fifteen minutes delay in dispensing of the medication to the patient and they managed to get medication from the alternative station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller board and medcart cable was defective the field service engineer replaced the drawer controller board and medcart cable. Verified with the customer that the issue has been resolved. The system functioned as intended after the field service engineer troubleshot the device.